Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred.  Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported that patient underwent left total knee arthroplasty on an unknown date in 2006. Subsequently, patient was revised on (B)(6), 2015 due to wear of the polyethylene bearing. During the procedure, the surgeon noted that the locking bar was fractured. The locking bar and polyethylene liner were removed and replaced.

Manufacturer narrative:
The product was not available for return. Without the opportunity to examine the complaint product, root cause cannot be determined. Part and lot identification are necessary for review of device history records and complaint history, neither were provided. Condition is addressed in the package insert. Completion of the investigation relayed to sales rep via e-mail. Requested sales rep to verbally relay results to the customer. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.